Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform occlusion, no delivery test and verify motor error alarm due to prime anomaly. The motor passed motor test. The insulin pump had scratched display window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin squirted out. The customer also reported that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.